Event description:
Reportedly, the surgeon fired the gia8038s for his first transaction and it worked fine. He reloaded with a gia8038l sulu, fired the stapler, and noticed that the knife blade divided the tissue, however there were no staples. This caused bowel contents to leak into the abdominal cavity. They reloaded with another sulu, fired the device and there were staples this time. It appears as though there were no staples in the first reload that he used. They are uncertain as to which lot number goes with the empty sulu which is why I am submitting all three lot numbers. It added another 50 minutes to the case. The surgeon is very curious as to what happened. They had to put the pt on a high dose of antibiotics and used 10l of add'l saline to rinse out the abdominal cavity. The surgeon had to transect more bowel so that he could create the anastomosis; unanticipated tissue loss. He applied another sulu. Procedure: lap ileocolectomy. Sex: female.